Event description:
It was reported that during a cystoscopy ureteroscopy (case date unknown), the bending rubber of the flexible scope tore off inside the patient. The surgeon was able to remove the broken piece with a forceps, and was then able to complete the procedure without any patient injury.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal case #(B)(4).

Manufacturer narrative:
Changes made from the initial report: ---updated the UDI number in section d4. ---updated section d9 to yes, and entered the device returned date to the manufacturer. Per investigation by the manufacturing site: product evaluation---service order (B)(4): o debris on ud cap. O received with angle cover removed, leak o loss of down deflection, (B)(4) (dps is (B)(4)) o debris on focus ring. O broken image fiber. O chip in ceramic sleeve. O crush in shaft 193mm from distal tip. Product evaluation did not find evidence to suggest that the angle cover failure was caused by production error. The vertebrae system when damaged by excessive force can lead to failure of the angle cover. However, the vertebrae system on this scope appeared to be free of visible damage. Additionally, the product was returned without the angle cover for evaluation. For these reasons, a root cause could not be determined. This event is filed under internal case #(B)(4).